Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box revealed a "replace cartridge" alarm at 15:41 on (B)(4) 2012 during which time a reboot occurred and delivery started at 7:06 am on (B)(4) 2012. The black box also confirmed that no boluses were given on the dates that were allegedly "skipped" in the bolus history. Review of the pump history shows pump basal and bolus totals correctly added up in the total daily dose (tdd). For the dates that were allegedly "skipped" in the bolus history, the history indicated that no boluses were given on that day. There were no alarms related to the complaint in the alarm history. On testing, the pump powers on normally. An ez-prime operation was performed without difficulty. Test boluses were performed and correctly written to the pump history with units remaining being correctly calculated. The pump was exercised for 24 hours with no difficulty noted. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The pump was evaluated and found to be operating within required specifications.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting issues with the pump history. The reporter stated that the pump bolus history was not showing boluses that had occurred. The reporter also stated that the meter remote was not showing blood glucose logs for (B)(6) 2012. During a review of the pump history, the reporter indicated the total daily dose history was skipping some days and the dose totals were not adding up with the basal and bolus amounts. The reporter confirmed that there were no blood glucose excursions related to the issue. This report is made based on the allegation of the pump history record issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.